Manufacturer narrative:
Device has been returned for evaluation. When evaluation is completed the manufacturer will file a follow-up report detailing the results of the evaluation.

Event description:
Distributor reported on behalf of the user facility that the device was in use with patient. The hospital staff noted air leakage from the cuff and an emergency tube change was required to address the issue. No permanent adverse effects reported.

Manufacturer narrative:
The reported 8.0 tts adult tracheostomy tube was returned for investigation. Using a leak test 18cc of air was applied to the device but the cuff would not inflate due to a cut in the cuff. The location of the cut was on the side. Using magnification the cut was observed in detail. The investigation concluded that the defect was not the result of a manufacturing defect. No root cause was determined so the complaint was not confirmed.